Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD. This was observed with a programmed sensitivity at 0.4 mv.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.